Event description:
It was reported that the patient began experiencing pain in his left hip soon after his surgery. The pain has progressively increased and patient states that he is now in extreme pain. Pain in and around hip, groin and inside part of the leg.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.